Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module assembly, system board and oxygen blending module wire harness were replaced to address the issues.